Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a problem home patient experienced during home patient's homechoice treatment. Hp was in the priming cycle of home patient treatment, when home patient noticed fluid leaking from the end of the patient line. Reportedly, hp noted the leak coming from where the patient connector and the patient line tubing meet. Hp ended home patient treatment early as instructed by the operational service representative (osr). Hp then proceeded to discard only the homechoice set and replaced it with a new one. Supply bags were not replaced, hp then proceeded to discard only the homechoice set and replaced it with a new one. Supply bags were not replaced, hp spiked the new homechoice set into the used bags. Hp was advised against doing this in the future. Per hp, no patient injury or medical intervention was associated with this incident.